Manufacturer narrative:
(B)(4). Customer complained about the unit having a crack on the battery area. Device passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked reservoir tube lip, cracked battery tube threads and scratched case. Device was confirmed for cracked battery tube area. Device passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back of battery chamber. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.